Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon revised patient's right hip due to disassociation of the constrained liner.

Manufacturer narrative:
Corrected data: product not returned. An event regarding malposition involving a primary tritanium hemi cluster hole cup 56mm was reported. The event was confirmed. Method and results: device evaluation and results not performed as no items were returned. Medical records received and evaluation: ¿operative records also indicate inappropriate component positioning potentially due to shifting during the healing process. This malpositioning contributed to impingement of the femoral neck on the periphery of the constrained liner. Impingement of the femoral neck on the cup periphery can result in levering and instability. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that malposition was caused by inappropriate component positioning potentially due to shifting during the healing process. There is no evidence for materials or manufacturing defects in the implants involved in this review.

Event description:
Surgeon revised patient's right hip due to disassociation of the constrained liner.